Event description:
It was reported that the left ventricular (lv) pacing lead impedance values were high and that a fracture was confirmed by the site. Damage to the insulation layer at the sleeve was also observed on the lead. The lead was partially explanted and reportedly will be replaced in the future due to issues with vein access at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the proximal and distal conductors of the lead became distorted at the first rib/clavicle location while in vivo, the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. (B)(4).